Event description:
The customer reported to olympus, the bronchovideoscope image would disappear periodically. The event occurred during a bronchoscopy diagnostic procedure and the procedure was completed with a similar device. There was a procedural delay to switch devices, however, the customer confirmed the procedure was completed without harm or injury to the patient. The procedural delay is not considered life-threatening, nor did it lead to a permanent impairment to the patient.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the defect was caused by wear and tear of the charged coupled device (ccd-unit) and the distal end (d/e) insertion unit must be replaced. Additional non-reportable malfunctions were found during device evaluation are as follows: the bending section cover (a-rubber), grip unit, scope body scope cover, up dow knob, and the universal cord had a scratch, the angulation and angulation play was less or specified value. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event was caused due to a damaged charged coupled device (ccd) unit causing a procedure delay. The user can detect the suggested event by handling the device in accordance with the following section in the instructions for use (IFU): "inspection of the endoscopic image" olympus will continue to monitor field performance for this device.